Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. User medwatch report number: mw5091665. Csi ID: (B)(4).

Event description:
Additional information received from medwatch on 12/12/2019: two of the symptoms (previously generally mentioned) were, specifically, ongoing chest pain and st elevations. Given the chest pain, stents were deployed and post-dilated in the left main artery and in the left main and ostial left circumflex. At this time, the patient's st elevations had resolved, but chest pain continued. Angiography demonstrated timi-3 flow in all vessels including the left anterior descending artery and the very distal om. The patient did not tolerate any further efforts and began moving. Therefore, any further attempts to improve the very distal om stent were discontinued. Also, further attempts to retrieve or further exclude from circulation the fractured tip of the viper wire were discontinued because it was trapped under the distal part of the distal om stent. The risk-benefit was not in favor of continuing the procedure. As a result of the retained wire tip, the patient was advised and agreed to take anti-platelet therapy, aspirin and ticagrelor.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. If the device is returned, an analysis will be performed, and a final report will be sent. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Following a balloon inflation in a fairly stable patient, the viperwire guide wire was advanced, and glideassist was used to advance the oad for treatment in a heavily calcified lesion in the mid obtuse marginal branch of the circumflex vessel, which had a 3.0 to 3.25 diameter. The atherectomy device was operated three to four times on low speed, and the patient remained fairly stable. Two additional atherectomy treatments were applied. The patient became more symptomatic due to preexisting health conditions; the atherectomy device was withdrawn due to the patient's hemodynamic status. During wire exchange, the physician noticed that the viperwire spring tip had fractured. Since the patient was no longer stable, the fragment was not retrieved. A stent was deployed over the fragment, and good distal flow was observed. The patient was well following the procedure.